Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9 and d10. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.

Event description:
It was reported that during the osteosynthesis of a left olecranon, the doctor was unable to put locked screws on the proximal part of the plate. The screws did not lock. The doctor had to change plates to a second plate with the same reference. Procedure was completed with an unknown delay. There was no patient impact.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: h4. H3, h4, h6. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that two holes were heavily stripped and deformed. The damage surface was examined, and no issues related to material was observed. Additionally, no manufacturing defects were detected, these conditions might be associated with the implantation attempts. The lot number engraved on the device differs from the one on the packaging. This is because the device has one sterile lot and a no sterile lot. Therefore, the lots reported in this complaint are related to each other. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was unable to be performed, since the mating device was not returned. However the complaint allegation can be confirmed due to the damage observed on the device. The overall complaint was confirmed as the observed condition of the va-lcp olecr pl 2.7/3.5 le 2ho l90 sst would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: DHR review performed by (B)(4), part number: 02.107m302sp, lot number: 851p392, part manufacture date: 03-jun-2022, manufacturing location: elmira, part expiration date: n/a, nonconformance noted: n/a. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 2.7mm/3.5mm va-lcp olecranon pl 2h/lt/90mm-ster product was processed through the normal manufacturing and inspection operations with no nonconformities noted. This lot was shipped to monument for final packaging. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material data revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Manufacturing location: elmira / thermal rinsed, packaged, sterilized and released by: monument, manufacturing date: 12-jul-2022, expiration date: 01-jun-2032, part number: 02.107.302s, 2.7mm/3.5mm va-lcp olecranon pl 2h/lt/90mm-sterile, lot number: 879p743 (sterile), lot quantity: 60, nonconformance noted: n/a. Review of the DHR file: plate was manufactured by elmira; lot number 851p392 qty (B)(4). Production order traveler met all inspection acceptance criteria. Packaging label log (pll) lmd rev ad was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 22848 supplied by sterigenics was reviewed and determined to be conforming. A manufacturing record evaluation was performed for the finished device with batch number 879p743. No nonconformities or manufacturing irregularities have identified related to the complaint condition. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. 03-sep-2025: DHR reviewed by: (B)(4). A manufacturing record evaluation was performed for the finished device with batch number 879p743. No nonconformities or manufacturing irregularities have identified related to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.